Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation and the covered stent was found partially deployed. The provided image did not give information that can be used in evaluating the reported failure. The returned sample slide block which is a force transmitting component was no longer connected to the proximal sheath. It is considered the disconnection of the slide block led to the reported impossibility to completely deploy the covered stent which leads to confirmed results. It was reported that a 6f / 0.035" guidewire were used for access, the tracking vessel was not tortuous but calcified, the lesion was pre-dilated and the device was flushed before use. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for bonding joint failure and misfire. A definite root cause for the reported issue could not be identified. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. With regards to accessories, the instruction for use states, use "0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length". Regarding correct deployment the instruction for use states '(¿) maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension.' Regarding preparation the instruction for use states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' H10: d4 (expiration date: 10/2025), h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the basilic vein via radial artery, the stent allegedly failed to deploy completely and could not be released smoothly. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a image was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the basilic vein via radial artery, the stent allegedly failed to deploy completely and could not be released smoothly. There was no reported patient injury.